Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was able to be duplicated. The microprocessor board was corrupted and the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump keeps losing patient data and settings. The pump is not showing correct date and time. There were no reported adverse events.